Manufacturer narrative:
Lot # - dr18g23064 and dr18f19072. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) 150ml intravia empty containers were leaking. In one (1) of the events, the container was leaking from a hole in the front of the bag. The other two (2) containers were leaking from the right port after the nurse spiked the bag. These events were identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) additional single-use devices were received for evaluation. Visual inspection for the first sample revealed that there was a scratch on the bag near the seal. Underwater pressure testing was performed, and the bag was found to be leaking near the seal. The reported condition was verified for the first device. The cause of the condition was determined to be a manufacturing issue. Visual inspection for the second and third samples revealed that all components were correctly placed and according to specification. A pressure leak test was performed on the devices and no leak was observed in the bags. The reported condition was not verified for the second and third samples. A batch review was conducted for lots dr18g23064 and dr18f19072 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.